Manufacturer narrative:
Company rep evaluated and found that the ECG leads were causing the monitor to malfunction. ECG trunk and lead cables were replaced.

Event description:
Customer reported the spectrum monitor shut down, which may have affected pt monitoring. No pt injury was reported.